Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction in the memory log. The graphical user interface (gui) printed circuit board (pcb)was replaced and the backlight inverter board was upgraded. The ventilator passed all testing.

Event description:
The customer reported that the 840 ventilator generated an error which rendered the unit inoperable. There was no patient involvement.